Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery would not hold a charge. The patient underwent an ipg replacement procedure and was doing wonderful postoperatively. The explanted device was not released by the hospital.